Event description:
The following information was received from global pharmacovigilance (gpv): this is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis in a patient coincident dianeal pd4 ultrabag therapy. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was not reported. On (B)(6) 2011, the patient was hospitalized and began remedial therapy with unspecified antibiotics. On (B)(6) 2011, the patient ended remedial therapy with unspecified antibiotics. On (B)(6) 2011, the event of bacterial peritonitis with culture positive for (B)(6) was resolved and the patient was discharged from the hospital. It was not reported whether the patient resumed pd therapy with dianeal pd4 ultrabag therapy. The nurse stated that the event of bacterial peritonitis with culture positive for (B)(6) was unlikely related to dianeal pd4 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.